Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the display screen was scratched. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/10/2017 with the following findings: during visual inspection of the pump, it was observed that there were scratches on the display lens. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The battery cap was not returned with the pump and a test cap was used to complete the investigation.